Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt reported that their stimulator used to turn on when they were picking up boxes at walmart in their tv and stereo speaker area. Pt said they would go to pick up a box and the magnet through the box would turn their stimulator on. Pt said that this happened about a year to a year and a half ago.